Event description:
During a remote follow-up, episodes of noise which resulted in oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. No intervention was performed and the patient was stable and will continue to be monitored. Ellipse dr ICD, us

Event description:
Additional information was received that a revision was performed and it was found that the lead was loose in the header. The set screws were tightened to resolve the event. The patient was stable.